Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing was defective and leaked. The following information was provided by the initial reporter: ultrasound guided piv order was done. I placed the IV and attached the new bd neutraclear ((B)(4)) to the hub of the catheter (as instructed by bd rep). I verified that it was screwed on tightly, and when I flushed the line, the tubing leaked at the connection above where it is attached. To verify it wasn't leaking back from the connection, I unscrewed and rescrewed the tubing to the hub. It continued to leak at the same place. Event 14: complaint 1 (tubing): it was reported that tubing leaked at the connection above where bd neutraclear ((B)(4)) was attached to the hub of the catheter. Complaint 2 (bd neutraclear): it was reported that tubing leaked at the connection above where bd neutraclear ((B)(4)) was attached to the hub of the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that bd neutraclear¿ extension sets was defective and leaked. The following information was provided by the initial reporter: ultrasound guided piv order was done. I placed the IV and attached the new bd neutraclear (pp-nc5305) to the hub of the catheter (as instructed by bd rep). I verified that it was screwed on tightly, and when I flushed the line, the tubing leaked at the connection above where it is attached. To verify it wasn't leaking back from the connection, I unscrewed and rescrewed the tubing to the hub. It continued to leak at the same place. Event 14: complaint 1 (tubing): it was reported that tubing leaked at the connection above where bd neutraclear (pp-nc5305) was attached to the hub of the catheter. Complaint 2 (bd neutraclear): it was reported that tubing leaked at the connection above where bd neutraclear (pp-nc5305) was attached to the hub of the catheter. D.1. Medical device brand name: bd neutraclear¿ extension sets d.4. Medical device catalog#: pp-nc5305. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/13/2020. H.6. Investigation: several complaints of fluid blockage, back flow, leakage and connection issues were submitted by the customer for quality investigation. Twenty-one sample groups were submitted for quality investigation. The samples were sent to the manufacturer for investigation. The following are the findings indicated for each of the sample groups submitted by the customer. Sample group 1: reported - needless connector broke off tubing; scratches found on broken end of tubing. Material number: unknown; lot number: unknown samples of the neutraclear valve was received for this complaint. A neutraclear valve is connected to the female tip of an extension set. A second neutraclear valve is locked in the down position. The male tip of the extension set is broken and got stuck in the female tip of the valve. There are no traces of tools or stress visible on the device. The origin of the break is unknown. Sample group 2: reported - defective medline, cracked while attached to pt. Small kinks throughout tubing. Material number: unknown; lot number: unknown a sample of the neutraclear valve was received for this complaint. Leakage, dimensional, functional, back pressure and flow tests were performed on the device. No issues were found during the investigation. Sample group 3: reported - blood was visually noticed in sample; no physical damage was visibly noticeable. Material number: unknown; lot number unknown a sample of the neutraclear valve was received for quality investigation. Traces of tool use is visible on the body on the valve and traces of blood are present on the male tip. Leakage, dimensional, functional, back pressure and flow tests were performed on the device. No issues were found during the investigation. Sample group 4: reported - entire end piece came off and missing from tubing; tubing damaged. Material number: unknown; lot number: unknown a sample of the neutraclear valve was received for quality investigation. The extension set connected to the neutraclear valve is from another supplier. The tip of the extension set is detached from the tube. The neutraclear valve is intact and functions as intended. Sample group 5: reported - no damage to set piece, however, it was missing other parts. Material number: unknown; lot number: unknown a sample of the neutraclear valve was received for quality investigation. The body of the neutraclear valve is removed. The device has been used because traces of producted used with the device can be seen on the needle of the construction. The size of the glue is normal and positioned in the right location on the body and male end of the needle. There are no visible traces of tools on the body. The glue has cross-liked well. The origin of the defect is unknown and without more information of traceability and usage, we cannot go further in the investigation. Sample group 6 : reported - leakage. Material number: pp-nc5304 lot number: unknown a sample of the neutraclear valve was received for quality investigation. Leakage, dimensional, functional, back pressure and flow tests were performed on the device. No issues were found during the investigation. Sample group 7: reported - small kinks noticed in tubing; no occlusion. Material number: pp-nc5304; lot number: unknown a sample of the neutraclear valve was received for quality investigation. No issues were found during tests performed on the sample submitted. Leakage, dimensional evaluation, function, back pressure and flow tests were performed. Kinks are visible on the tubing. The kinks can be caused by the clamp on the tubing. The kinks did not affect the device as there were no leaks. The device functions as intended. Sample group 8: reported - small kinks noticed in tubing; no occlusion material number: el-nc1001; lot number: 20b25-t two samples of the neutraclear valve was received for quality investigation. No issues were found during the test performed on the 2 devices submitted. The device conforms to its intended function. The device history record has been checked and issues were found. Sample group 9: reported - kink noticed in needless connector material number: pp-nc5305; lot number: 20b17-tnv a sample of the neutraclear valve was submitted with a syringe and catheter. A leak test was performed by connecting a manometer to the female tip of the neutraclear valve and by immersing the device in water. A leak was observed between the male tip of the extension and the tube. The glue between the tube and male tip has a marbled appearance indicating a lack of glue causing the leak. No other defects were found during the device. The device history record has been checked and no issues were found. The manufacturer has conducted internal awareness sessions to avoid this kind of defect in the future. For tracking purposes no sample group 10 was identified. Sample group 11: reported - blood was visually noticed in sample; no physical damage was visibly noticeable. Material number: unknown; lot number: unknown a sample of the neutraclear valve has been received for quality investigation. Tool traces are visible on the body of the valve, and traces of blood in the product are present on the sleeve and between the body and the key. No other issues were found during leakage, dimensional, functional, back pressure and flow testing. The device functions as intended. Sample group 12: reported - pump alarming patient side occluded. Saline lock would not flush, flushed well without cap. Material number: unknown; lot number: unknown a sample of the neutraclear and a cardinal health ¿IV start pack,¿ were received for quality evaluation. Tool marks are visible on the body of the valve and traces of blood are present inside the needle and on the male tip. Leakage, dimensional, functional, back pressure and flow tests were performed on the device. No further issues were found during the investigation. The device functions as intended. Sample group 13: reported - when attempting to flush the IV line, the line seem occluded, after attempting to flush again, fluid leaked out of the paitients IV camp. After switching out the cap and tubing on the IV, the IV was flushed and functioned normally material number: unknown; lot number: unknown a sample of the neutraclear valve was received for quality investigation. Traces of the product used with the neutraclear valve is found on the sleeve and the valve body. Additionally, blood is present on the male connector tip. Leakage, dimensional, functional, back pressure and flow tests were performed on the device. No further issues were found during the investigation. The device conforms to its intended function. Sample group 14: reported ¿ blood was visually noticed in sample. Material number: unknown; lot number: unknown a sample of the neutraclear valve was received for quality investigation. Tool marks are visible on the body of the valve and traces of blood are present inside the valve. During investigation of the device the valve remained open. After disassembly and cleaning of the internal needle, the spring returned to its original position. No other issues were found during the testing of the device. Sample group 15: reported ¿ blood was visually noticed in sample. Material number: unknown; lot number: unknown a sample of the neutraclear valve was received for quality investigation. Traces of blood are present inside the valve. No other issues were found during testing performed on the device. The device conforms to its intended function. Sample group 16: reported - leaking blood from saline lock area. Material number: pp-nc5304; lot number: unknown a sample of the neutraclear valve was received for quality investigation. Leakage, dimensional, functional, back pressure and flow tests were performed on the device. No issues were found during the investigation. Sample group 17: reported ¿ leaking material number: pp-nc5304/el-nc1001; lot number: unknown two samples of pp-nc5304 and 1 sample of el-nc1001 were submitted for this investigation. Leakage, dimensional, functional, back pressure and flow tests were performed on the device. No issues were found during the investigation. Sample group 18: reported - leaking material number: pp-nc5305; lot number: unknown a sample of the neutraclear valve was received for quality investigation. A small trace of blood is present in the male tip of the extension. Leakage, dimensional, functional, back pressure and flow tests were performed on the device. No issues were found during the investigation. Sample group 19: report ¿ leaking material number: unknown; lot number: unknown a sample of the neutraclear valve was received for quality investigation. Traces of blood are present in the sleeve. Leakage, dimensional, functional, back pressure and flow tests were performed on the device. No further issues were found during the investigation. The device conforms to its intended function. Sample group 20: reported ¿ blood was visually noticed in sample; no physical damage was visibly noticeable. Material number: unknown; lot number: unknown a sample of the neutraclear valve with a blue disinfecting cap and a manifold from another supplier was received for quality investigation. The body of the neutraclear valve was removed. Blood can be seen inside the needle of the neutraclear valve. The glue is normal in appearance and positioned in the right locations on the body and the male end of the needle. There are not visible traces of tools being used on the body. The origin of the issues could not be determined based on the information provided. Sample group 21: reported ¿ blood was visually noticed in sample; no physical damage was visibly noticeable. Material number: pp-nc5304; lot number: unknown samples of the neutraclear valve was received for quality investigation. Traces of blood are present on the sleeve and inside the valve. During the investigation of the sample, the valve remained open. After disassembly of the internal needle, the spring returned to its original position. Leakage, dimensional, back pressure and flow tests were performed on the device. No further issues were found during the investigation. Sample group 22: reported ¿ sample seat not remaining opened. Material number el-nc1001; batch number: 20b10-t a sample of the neutraclear valve was received for the quality investigation. The damage seen on the neutraclear valves is due to the use of a non-compatible device being used to connect to the neutraclear device. The device history record was checked and there are no other instances of this issues occurring for this material number and lot number. H3 other text : see h.10.

Event description:
It was reported that bd neutraclear¿ extension sets was defective and leaked. The following information was provided by the initial reporter: ultrasound guided piv order was done. I placed the IV and attached the new bd neutraclear (pp-nc5305) to the hub of the catheter (as instructed by bd rep). I verified that it was screwed on tightly, and when I flushed the line, the tubing leaked at the connection above where it is attached. To verify it wasn't leaking back from the connection, I unscrewed and rescrewed the tubing to the hub. It continued to leak at the same place. Event 14: complaint 1 (tubing): it was reported that tubing leaked at the connection above where bd neutraclear (pp-nc5305) was attached to the hub of the catheter. Complaint 2 (bd neutraclear): it was reported that tubing leaked at the connection above where bd neutraclear (pp-nc5305) was attached to the hub of the catheter.